Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[we have got a 8015 pc unit that is having troubles turning on. After speaking to the service tech, the unit needs to be sent for bench repair under warranty]. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[we have got a 8015 pc unit that is having troubles turning on. After speaking to the service tech, the unit needs to be sent for bench repair under warranty]. There was no reported patient involvement.

Manufacturer narrative:
Correction: device manufacture date h3 other text : see manufacturer narrative.

Manufacturer narrative:
Additional information : imdrf annex a, g, b, c, d grids, remedial action required and remedial action # omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available h3 other text : see manufacturer narrative

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[we have got a 8015 pc unit that is having troubles turning on. After speaking to the service tech, the unit needs to be sent for bench repair under warranty]. There was no reported patient involvement.